Event description:
Paramedics responded to a person described as in critical condition due to trauma. The device was connected to the patient for cardiac monitoring but, according to the reporter, the right leg lead snap connector broke and the patient's ECG could not be monitored by the device. The patient was transported to the hospital and no adverse affects were reported as a result of the alleged malfunction.